Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that an 80mm segment of the pta balloon dilatation catheter detached in the distal sfa and remained in the pt. Surgical intervention was required to remove the detached catheter, the pt was reported to be doing well post procedure.